Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant false negative result of 0.00 on a patient while the lab result was reported as 13. There was no patient information at the time of this report. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. There were multiple attempts for information but to no avail. Product lot information has not been provided. The investigation is underway. Per I-stat system manual: art: 714258-00t. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 22-sep-2021. The customer reported I-stat ctni results of 0.00 and 0.02 ng/ml that were considered discrepant from the laboratory instrument result of 13 (no units indicated). The customer did not disclose the associated cartridge lot. No relevant issues were identified through a review of quality system information. No deficiency has been identified.